Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned without the stylets. A fresh 14-52 blue stylet was full inserted into the lead without any resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten weeks post implant procedure during device follow up it was noted the pacing lead had dislodged. During repositioning of the lead the stylet would not pass completely through the lead. The physician created a new puncture and the lead was explanted and replaced. No patient complications have been reported as a result of this event.